Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that impedance strange, when the catheter was removed from the patient's body there was a thrombus or burnt attachment on the catheter. This event occurred during right pulmonary vein ablation. The team replaced the thermocool® smart touch® sf bi-directional navigation catheter with a new thermocool® smart touch® sf bi-directional navigation catheter because it interferes with the procedure. After exchange, the procedure was completed without any problem. The procedure was completed without patient's consequence. On 28-nov-2021, additional information was received indicating a kink in the shaft of the device was observed during the procedure. The reported ¿kink¿ issue is not considered to be an MDR reportable malfunction since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection, flow and generator features of the catheter. Visual analysis of the returned product revealed that it was found a thrombus clot in the tip. Kink was observed in the shaft near to handle on the smart touch bidirectional sf catheter. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. The catheter failed the cool flow pump & pressure gauge test, due to water leakage was observed from the handle. The catheter was dissected, and it was found the irrigation tube broken in the kink area. There was no mention of water leakage by the reporter. The unit was inspected prior to leaving the facility as there are functional tests and inspections at control points based on processes. A manufacturing record evaluation was performed for the finished catheter batch number, and no internal actions were identified. As part of bwi¿s quality process, all catheters are manufactured, inspected, and released to approved specifications. The instructions for use states that: to prevent thromboembolism, intravenous heparin (target act of = 300 s) should be administered prior to or immediately following transseptal puncture during af ablation procedures. Before use, check irrigation ports are patent by infusing heparinized normal saline through the catheter and tubing. The issues of thrombus, broken tube, and kink cannot be related to the manufacturing process since there is evidence that the device was manufactured correctly. Explanation of codes: investigation findings: environment problem identified (c15) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the thrombus. Investigation findings: mechanical problem identified (c07 / investigation conclusions: cause not established (d15) / component code: dome (g04046) were selected as related to the kink. Investigation findings: operational problem identified (c13) / investigation conclusions: cause not established (d15) / component code: hose (g04069) were selected as related to the irrigation tube damage investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) as related to the reported high impedance issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) correction: it was noticed the following information was inadvertently omitted from the 3500a supplemental (follow-up) # 1: "the system did not present any error messages or did the physician/user see any product problem."

Manufacturer narrative:
On 1-oct-2021, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and a thrombus issue occurred. It was reported that impedance strange, when the catheter was removed from the patient's body there was a thrombus or burnt attachment on the catheter. This event occurred during right pulmonary vein ablation. The team replaced the thermocool® smart touch® sf bi-directional navigation catheter with a new thermocool® smart touch® sf bi-directional navigation catheter because it interferes with the procedure. After exchange, the procedure was completed without any problem. The procedure was completed without patient's consequence. An attempt has been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).